Manufacturer narrative:
The pump was monitored for two days, and no unexpected power lost alarm was noted. The pump passed the sleep current test and self test. The pump had a cracked reservoir tube lip, a scratched case and minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer's nurse reported that the insulin pump alarmed power loss every fourth hour. The customer changed the battery types. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.